Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for a follow-up, non-sustained rv oversensing alert was noted as a result of p-wave oversensing. The device was reprogrammed and remains implanted.